Manufacturer narrative:
One cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "no disposable" and "high pressure" alarm messages. Functional check and visual inspection were conducted. The reported issue was able to be confirmed. The pump was found to be "double beeping" during power up when batteries were inserted. Fluid ingressions were found on the pump by the chassis base of the downstream occlusion sensor and upstream occlusion sensor. The downstream occlusion sensor and upstream occlusion sensor will be replaced to resolve the issue. This issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep, no cassette" error. The issue occurred during testing and there was no patient involvement.